Manufacturer narrative:
The insulin pump was received with constant motor error alarm due to jammed gear box. No compromised force sensor system alarm. The drive support disk was inspected and no anomaly was noted during testing. The insulin pump was unable to perform the displacement test due to motor error alarm anomaly. The insulin pump had minor scratched lcd window, cracked case near display window corners and cracked reservoir tube lip.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm. The customer's blood glucose was unknown at the time of incident. The customer stated that the drive support cap was normal. The customer stated that the insulin pump was not dropped or bumped prior to the compromised force sensor system alarm. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.